Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) # = class I n/a. 1. Device evaluation: the dcb-dv-50 device of lot number unknown involved in this complaint was not returned for evaluation, with the information provided a document based investigation will be carried out. 4. Documents review including IFU review: prior to distribution dcb-dv-50 devices are subjected to a visual inspection and functional checks to ensure device integrity. In the final quality control produce, it instructs the manufacturing team member is to ¿verify the tubing is free of kinks and damage..¿ please note there is no instructions for use accompanying this device. 5. Root cause: a definitive root cause for the customer complaint could not be determined from the available information. A possible cause of this complaint could be if excessive pressure was applied to the cleaning brush when cleaning the scope. 6. Summary: complaint is confirmed based on the customers testimony. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for emerging trends.

Manufacturer narrative:
FDA establishment identifier: 3001845648. Document number: (B)(4). FDA request received on 26-aug-2022: additionally, in the spirit of promoting public transparency, your firm should submit a supplement to the most recent MDR describing the malfunction for which it decided to stop reporting. The supplement report should include a rationale for the decision to cease reporting in section h.10 (additional manufacturer narrative) of the electronic equivalent of FDA form 3500a. Your firm should also provide the MDR report number where your firm¿s decision is documented, to the MDR team via email at mdrpolicy@FDA.hhs.gov at the time it submits the supplemental report. Please include the document number (B)(4) when responding to this letter.' In response to the above request cook ireland have submitted a cease malfunction reporting notification relating to 'brush breakage' of the disposable endoscopic cleaning brush. The endoscope cleaning brush is intended for cleaning upper and lower gastrointestinal endoscopes. The device is non sterile. The likelihood of a serious injury recurring from this malfunction is considered remote. Since this malfunction precedence was established, there have been no reported patient deaths or serious injuries as per 21 cfr part 803.3 caused or contributed by the malfunction ¿brush breakage¿ of the disposable endoscopic cleaning brush within the timeframe of 01-apr-2019 to 20-apr-2022. A review of the maude database was conducted from the 01-apr-2019 to 20-apr-2022 which did not reveal any medical device reports (mdrs) regarding brush breakage, other than those submitted by cook ireland. The risk of serious injury occurring related to ¿brush breakage¿ is negligible. Between 01-apr-2019 until 20-apr-2022, (B)(4) units of endoscopic cleaning brush were distributed. Within that timeframe, five MDR reports were submitted. The current pr (B)(4) (3001845648-2021-00610) is the most recent of those.

Event description:
FDA establishment identifier: (B)(4). Document number: (B)(4). FDA request received on 26-aug-2022: additionally, in the spirit of promoting public transparency, your firm should submit a supplement to the most recent MDR describing the malfunction for which it decided to stop reporting. The supplement report should include a rationale for the decision to cease reporting in section h.10 (additional manufacturer narrative) of the electronic equivalent of FDA form 3500a. Your firm should also provide the MDR report number where your firm¿s decision is documented, to the MDR team via email at (B)(4) at the time it submits the supplemental report. Please include the document number (B)(4) when responding to this letter.' In response to the above request cook ireland have submitted a cease malfunction reporting notification relating to 'brush breakage' of the disposable endoscopic cleaning brush. The endoscope cleaning brush is intended for cleaning upper and lower gastrointestinal endoscopes. The device is non sterile. The likelihood of a serious injury recurring from this malfunction is considered remote. Since this malfunction precedence was established, there have been no reported patient deaths or serious injuries as per 21 cfr part 803.3 caused or contributed by the malfunction ¿brush breakage¿ of the disposable endoscopic cleaning brush within the timeframe of 01-apr-2019 to 20-apr-2022. A review of the maude database was conducted from the 01-apr-2019 to 20-apr-2022 which did not reveal any medical device reports (mdrs) regarding brush breakage, other than those submitted by cook ireland. The risk of serious injury occurring related to ¿brush breakage¿ is negligible. Between 01-apr-2019 until 20-apr-2022, (B)(4) units of endoscopic cleaning brush were distributed. Within that timeframe, five MDR reports were submitted. The current pr (B)(4) (3001845648-2021-00610) is the most recent of those.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
In up to 4 uses/devices the tip of the brush broke in the channel of the scope and they had to send one scope to be repaired. The issue happened after the procedure when cleaning the endoscope. No patient contact.